Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained adhered to the device because reprocessing could not properly be performed due to water leak. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in evis exera ii gif/cf type 165 series operation manual "chapter 3 preparation and inspection". IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, "disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colonovideoscope had a white foreign material in the j-tube, air/water tube, air/water cylinder, nozzle, connecting tube, and adhesive on the bending section cover. There was no patient involvement.